Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an enter guidewire device as part of a procedure on a chronic total occlusion(cto) 100% stenotic lesion in the patient¿s mid, distal right popliteal artery. Slight tortuosity and severe calcification were reported. The device was prepped per IFU without issue. It was reported that the tip of the device detached at the lesion site. The physician was unable to remove the tip and it remains in the patients artery. The patient is scheduled to have the leg amputated.

Manufacturer narrative:
Image review although an image was provided, the complaint is non-verifiable if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported the patient underwent amputation the day after the procedure, due to the physician being unable to recanalize the vessel. The patient is reported to be good and recovering from the amputation. If information is provided in the future, a supplemental report will be issued.